Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining erroneous patient results that were reported out of the laboratory due to misloaded reagent packs on the access 2 immunoassay system. During trouble shooting with bec hotline it was determined that the customer had misloaded a thyroid stimulating hormone (tsh) reagent pack into a reagent carousel position where a troponin (accutni) reagent pack should have been located. This MDR documents the misloading of the tsh reagent pack (lot # not provided). No tsh patient results were generated in connection to this event. The accutni patient results are addressed in report # 2122870-2011-04493 and #2122870-2011-04496 broken up into two separate dates ((B)(6) 2011). When improper loading or unloading of reagent packs occurs, the instrument will not detect that a wrong reagent pack has been loaded or that no reagent pack is present. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Sample collection and centrifugation information was not supplied by the customer. The bec hotline instructed the customer to discard all misloaded reagent packs. The customer loaded new acutni and tsh reagent packs and performed qc within their established limits. Service was not dispatched for this issue. Use error is the root cause for this event. (B)(4).